Event description:
In 2009, the pt reported fluid building up around her pump. The pump pocket site was swollen. As time advanced, the fluid increased. The pt had called her pump doctor and was waiting for a call back. On the next day, the physician reported the pt noticed swelling in her pump pocket area starting about 2 days ago. She had a slight rash over the area. The incision did not appear opened or infected. She saw her primary care doctor and then called the pump managing physician and was seen. It appeared she had a pocket seroma. She had no change in her pain control and denied spinal headache symptoms. No fever. An assessment by the physician indicated symptoms of: chills, sweats, fatigue, loss of appetite, palpitations, shortness of breath at rest, nausea, abdominal pain, constipation, diarrhea, nocturnal voiding, itching, anxiety, depression, cold and heat intolerance and headaches. The pt was on a simple continuous dosing. Meds include methadone po. Dilaudid 20 mg/ml, clonidine 266.66 mcg/ml, and bupivicaine 26.66 mg/ml. Allergy to codeine, tape. The pump area was prepped with betadine; 70 cc of straw colored fluid were removed from the pump pocket. The fluid was sent for culture and sensitivity and gram stain. The pt was instructed to call when and if the fluid returned or if there was any evidence of infection. An x-ray was ordered to confirm the catheter was attached to the pump. On the next day: the pt was scheduled for a catheter dye study and possible catheter revision for monday. The pt was instructed to come to the office if needed for IV fluids. The pt stated her headache and nausea were reduced. She did not have pain. She elected not to come into the office that day. She would call if symptoms worsened. Three days later: the pre-op diagnosis was: fractured proximal connector for intrathecal drug delivery. The pt underwent a revision of proximal catheter using general anesthesia. She had the evidence of possible fracture at the distal phalange of the proximal catheter, which was the original catheter placed greater than 7 years ago. Upon opening the old incision, clear fluid was obtained in a goodly amount, estimated at 50-60 ml or more. The catheter was inspected and the proximal connection was fractured at the site of the suture. A new connecting device and pin connection were inserted into the existing catheter. The pt was given IV fluids for her headache.